Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy with a backup plan if necessary.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.